Manufacturer narrative:
(B)(4). Date sent: 7/28/2016. (B)(4). The analysis results of the er320 found that it was received with the lockout mechanism prematurely activated and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the lockout was broken during analysis. Upon testing, the device was cycled, fed, and formed the remaining 12 clips as intended. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were noted with the internal components that would have been caused the premature lockout. No conclusion could be reached as to what may have caused this condition. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a cholecystectomy procedure, the device misfired and did not deploy a clip. It is unknown on which firing this occurred. There was some blood loss as a result of the misfire. The bleeding was controlled by using a second like device with no need for a transfusion. The procedure was completed with no patient consequences reported.